Manufacturer narrative:
(B)(4). Date sent: 9/1/2020. D4: batch #u5ae0j. Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with no reload loaded on the device. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a left upper pulmonary segment resection, after severing pulmonary tissue, some staples were malformed with irregular shapes. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.